Event description:
Patient reported experiencing elevated blood glucose of 362 mg/dl. She replaced the power pack and the infusion set. Patient administered insulin to reduce her blood glucose to 157 mg/dl. She indicated that she believed the power pack caused an under-delivery of insulin as associated with the power pack recall. She reported that after changing the power pack and infusion set, she did not have any further issues. Pt did not report any symptoms associated with the elevated blood glucose. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.